Event description:
A report was received that following a non device related surgery that patients ipg was longer working. It was noted that patient would charge the ipg frequently for longer period of time and it would not communicate. The patient underwent an ipg replacement procedure and was doing well postoperatively. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physicians implant manual 9055940-001).

Manufacturer narrative:
Sc 1200 (sn: (B)(6). Device evaluation indicated that the battery would no longer hold a charge after the multi-level fusion where bovi was used. The complaint was confirmed. The device could not be charged nor maintain battery level due to excessive current leakage resulting from an electrical short in the component asic u2. The ipg exposure to bovi/electrocautery caused damage to component asic u2, resulting in the reported complaint. The probable cause selected is unintended use error caused or contributed to event.

Event description:
A report was received that following a non device related surgery that patients ipg was longer working. It was noted that patient would charge the ipg frequently for longer period of time and it would not communicate. The patient underwent an ipg replacement procedure and was doing well postoperatively. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physicians implant manual 9055940-001).